Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the circumstances that led to "electrocution" sensation was solely when lying on the patient's back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for complex reg pain syndrome type 1 as well as spinal pain. Consumer reported that their controller needs to be replaced because it ¿looks like it is falling apart.¿ it was reported that each of the settings are not giving therapy benefit for the past several months. They quit using therapy and then it started to give them an "undesirable effect." This was described as an "electrocution" sensation in the back of the legs particularly when they stand up. The patient was told to have their programmer checked. No further complications reported/anticipated.